Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 648 mg/dl at the time of the incident. The customer was at 135 mg/dl at the time of the call. The customer used manual injections and was given intravenous fluids to treat. The customer experienced symptoms such as nausea, difficulty breathing, and vomiting. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was under delivering as the insulin volume had not reduced much since they had completed a set change. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.